Event description:
When the bvs console was powered up, the display read "self test failure.. Adc data 3". It was not used on a pt. Filed svc examined the unit and replaced the transducer assembly and analog pcb. The console is not operating within specifications.